Event description:
Na

Event description:
Pt reported no longer hearing sound sensations after receiving a blow to the head over the implant. Using the appropriate diagnostic equipment, it was determined the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was done on 02/14/2000. The health care professional has been informed that the explanted device should be returned to the MFR.